Event description:
Underinfusion. It is reported that the unit did not infuse as the plunger clamp was left open by the clinician/user. Alleged that the pump did not alarm to indicate this. Infusing glucose solution into a neonate suffering from hypoglycemia. It was also reported this was not noticed for 2 3/4 hrs by the nursing staff.